Manufacturer narrative:
The account found the threads on the shaft in the caster stems were stripped. The account replaced the casters to repair the bed.

Event description:
The account alleged that the brake will not hold. The brake pedal will lock but the casters continue to turn.